Event description:
Follow up report.

Event description:
Depuy legal dept. Was made aware of a patient taking legal action related to the implant of a doc cervical plate. Patient was implanted with doc plate in (B)(6)2001 at c4-5 & c5-6. It is reported that the patient has experienced pain. On (B)(6)2010, patient was examined by another doctor who found that the plate had migrated upward to c3-4. The patient was revised to remove the plate.

Manufacturer narrative:
Visual examination found no anomalies. Noted material displacement on the implants that is consistent with the process of insertion and removal of the implants as well as typical in vivo fatigue. Due to this material deformation a dimensional inspection was not conducted. Gross inspection found no discrepancies. Based on the information provided there is no connection that can be made between the plate migration and any shortcoming of the device or information supplied with the device.

Manufacturer narrative:
Device is intended to be a temporary fixation device to aid in the process of fusion. It is not unexpected that breakage, bending or migration of the implant can occur after the patient is fused. Construct loosening is listed as a possible adverse outcome in the instructions-for-use (IFU) supplied with the device. The plate was in vivo for 9-years. Based on the information provided, there is no connection that can be made between the plate migration and any shortcoming of the device or information supplied with the device.